Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump is not working. Customer's blood glucose at time of incident was 180 mg/dl.